Manufacturer narrative:
Please redact this entire MDR. Due to serial number mixup, the actual device reflected in this event was already reported under FDA report # 6000144-2011-02683. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): full investigation of rvd (rapid voltage decline) is ongoing. Conclusive results cannot be provided at this time.

Event description:
It was reported that special review of carelink data due to a CAPA (corrective and preventive action) determined that the device experienced rvd (rapid voltage decline). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that special review of carelink data due to a CAPA (corrective and preventive action) determined that the device experienced rvd (rapid voltage decline). The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to upgrade.